Manufacturer narrative:
Summary: the testing of the quality control laboratory confirmed the correct function of the complained lot of seraclone anti-d (rh1) blend. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. We had not further complaints related to this lot of seraclone anti-d (rh1) blend.

Event description:
The customer complained weak reactions or false negative reactions of rh(d) positive samples with seraclone anti-d (rh1) blend. We are still waiting for samples and the complained product. The retention sample of seraclone anti-d (rh1) blend was tested with different rh (d) positive samples and reacted correctly and strong positive. The potency testing of retention sample confirmed the required minimum titer.